Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used gastric venous during a ligation of fundal varices procedure performed on (B)(6) 2021.during the procedure, it was reported that many bands ligated at the same place. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.note: it was reported that the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device code a150103 captures the reportable issue of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the trip wire was secured, and the slack was correctly taken up. Additionally, five deployed band were returned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other problems with the device were noted. The reported event of premature deployment could not be confirmed. The ligator head did not return for analysis and the returned components did not show evidence of the reported complaint. It is not possible to confirm the reported complaint due a lack of evidence; therefore, the most probable root cause of this event is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, the speedband superview super 7 device was used in a manner inconsistent with a written instruction in the IFU. It was reported that the device was used in the gastric venous. The IFU states, "the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used gastric venous during a ligation of fundal varices procedure performed on (B)(6) 2021. During the procedure, it was reported that many bands ligated at the same place. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.